Manufacturer narrative:
(B)(6). Complaint conclusion: since the complaint product has already been discarded, it is not available for the evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil detachment difficulty could not be confirmed without product return, and it is not possible to determine the root cause of the failure. Since the same cable and detachment control box were with other coils, the issue is not related to those devices. Device handling may have contributed to the reported complaint. There is no evidence of a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of an internal iliac artery aneurysm, the physician was unable to detach the cashmere (crc141230-30/c25663) coil. More than 10 cashmere coils were used in this procedure, and only the complaint coil had the detachment problem. The power supply test previous to the insertion showed that power was supplied normally. After the event, the coil was replaced with another cashmere with a different lot number (lot unknown), which the physician was able to detach without a problem using the same cable and dcb. The procedure was successfully completed without further issues. There was no patient injury/complications reported. It was reported that there were no mishandling during the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available.